Event description:
Physician reported electrosurgical unit failed to activate prior to use. A 2nd unit was brought in. During cutting operation, the voltage was too high and the sample tissue was destroyed. Coagulation was not attempted. Procedure was completed with antiseptic and gauze pads.